Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that intermittent lead noise, oversensing and occasional low pacing impedance was noted on right ventricular lead. The patient was pacemaker dependent and pause in rhythm was also observed. The physician deactivated the device and implanted a new device on the other side of the chest device so that the patient could potentially have an MRI if needed in the future. The atrial lead was not needed as the patient was in chronic atrial fibrillation. The patient was stable before, during and after the procedure.

Event description:
The physician capped and replaced the right ventricular lead on (B)(6) 2019.